Event description:
It was reported that on (B)(6) 2021, using reamer irrigator aspirator (ria) ii for femur fracture, a 1mm reamer for 9mm nail was used. The surgeon was aggressively reaming with ria 2 even after being instructed on proper usage since the cortical bone was dense. A bend was placed distally near the end of the ball tip reaming rod. The surgeon still tried advancing the ria 2 but was not able to advance anymore. He then finished reaming. It was observed that if there is a bend in the reaming rod you cannot advance the reamer over the reaming rod. It was also determined that the reamer head broke because after the reamer head was retrieved there were remnants that showed up on the image in the distal femur. There was a five (5) minutes surgical delay. The patient and procedure outcome were unknown. This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/ investigation. Manufacturing location: packaged, sterilized and released by: (B)(4), release to warehouse date: 06-oct-2021, expiration date: 31-aug-2022, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 421p691 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 421p598, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ream rod/dr shaft seal, lot number: 172p207, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Note: raw materials certifications were included in the DHR. Part number: 03.404m002, graft/irr/suction assembly, lot number: 421p627, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter, lot number: 245p091, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Note: raw materials certifications were included in the DHR. Part number: 03.404m014, irrigation tubing set, lot number: 358p552, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 352p664, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged, lot number: 421p650, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly, lot number: 84p8785, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev c met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Note: raw materials certifications were included in the DHR. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.